Event description:
Healthcare professional reported left side "bottoming out" and a exchange of textured devices due to product concern. Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on radius assessed as an unidentified (tear) opening (shell thickness within spec) and observed an opening assessed as a surgical impact opening. (Shell thickness within spec). ¿ migration: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ stress marks observed on the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "bottoming out" and a exchange of textured devices due to product concern. Healthcare professional later reported rupture. Device has been explanted and replaced.